Event description:
The customer reported the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the coin batteries on the single board computer and on the x-ray controller board. The system operates as intended.